Manufacturer narrative:
The customer declined ge service. No repair information available.

Event description:
The hospital reported an error at start-up causing a loss of mechanical ventilation. The unit was turned off and on error disappeared. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Medical device unique identifier: (B)(4). (B)(4). Device evaluation anticipated, but not yet begun.